Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent buttons due to flatten escape and activate dome switches (creased) and corroded keypad traces. No button error alarms noted. The device also was received with cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratched display window.